Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming button error. Customer was not able to clear the alarm by pressing the esc and act buttons. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.